Event description:
Literature was reviewed regarding a 7.5-year-old patient (75 kg) with pulmonary atresia who underwent implant of a medtronic melody bioprosthetic pulmonary valve.  During placement of the valve inside a stent, both devices embolized downwards toward the right ventricular outflow tract.  Although angiogram showed a competent functioning valve, attempts to reposition did not result in a stable position and therefore the valve was abandoned.  A second stent and a second melody valve were then successfully implanted in a higher position with the final angiogram showing a competent valve in a stable and secure position.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: el-saiedi et al. Staged percutaneous management of pulmonary atresia and intact interventricular septum: stretching the limits. J interv cardiol. 2023 feb 1:2023:9709227. Doi: 10.1155/2023/9709227. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the physician/author stated: 1) that the dislodged valve was due to underinflation of the balloon and not related to the valve itself, 2) that unique device identifier information for the valve was not available, and 3) the patient was male. No further details were provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.